Manufacturer narrative:
Amt conducted a visual and functional evaluation of the returned device, as well as a device history review, and no anomalies were observed. The adhesive between the magnet and the tubing had not failed and the magnet was still attached to the catheter tubing section returned, indicating that it was detached from the catheter due to excessive force on the catheter. It is not believed that this reported incident resulted from a manufacturing defect. Based on the reported information, there was no death nor did this result in permanent impairment or a serious injury that is life-threatening, as defined by the FDA. However, due to the improper placement of the device, intervention was required to remove the magnet from the patient's nasal cavity. It is believed that improper placement caused or contributed to this event. (B)(4).

Event description:
During the placement of the probe and catheter, the user was unable to get the magnets to connect as she had felt the catheter get "hooked" on something. The user removed the blue probe fine, but had to give the white catheter a bit of a pull to remove it, causing the tubing to tear and the magnet to remain lodged in the patient's nasal cavity. Patient was sent to the or to remove the magnet which was lodged superior to the right middle meatus at the level of the septum.